Event description:
It was reported that (3) devices were used during a laparoscopic nissen. It was reported by the rep that (1) 355ld and (2) 512sd trocars had a very high force to penetrate the abdominal wall (did not seem sharp). He was able to get the trocars through the abdominal wall to continue the case. The surgeon explained that the tactile feedback as being similar to not having enough knife blade exposed. There was no pt consequence.